Event description:
It was reported that three passes were made due to a malfunction of the passing device that prevented the hcp from tunneling both leads at the same time without tying 2-0 silk tie around the lead to shunt passer. The leads were passed individually and the patient outcome was reported as resolved without sequela. It was noted that there was a small loop or kink in the right side lead within the connector boot. The #4 and #5 contacts had "a bit higher impedance readings". The outcome was reported as an ongoing event.

Manufacturer narrative:
Tunneling accessory: model unknown. Tunneling accessory: model unknown. Extension: model 748251, serial# (B)(4), implanted: 2005 (B)(6), explanted: unknown. Extension: model 748251, serial# (B)(4), implanted: 2005 (B)(6), explanted: unknown. Lead: model 3387-40, lot# j0427795v, implanted: 2005 (B)(6), explanted: unknown. Lead: model 3387-40, lot# j0424875v, implanted: 2005 (B)(6), explanted: unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated there were no symptoms or technical observations.